Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash on the back and chest that have open spots. There was no alleged device malfunction contributing to the rash. The patient¿s hospital staff have applied a cream to the rash. Follow up indicated that the rash improved.